Manufacturer narrative:
(B)(4). The lot / serial number was not provided. Therefore the device manufacture date is unavailable.

Event description:
It was reported by a hospital in (B)(6) that, during patient use, a tracheostomy tubes cuff pressure line detached as the patient was taking a bath. The device was pre-tested. The patient was on a ventilator, and a replacement tube was required. There is no report of serious injury or death associated with this event.eplacement tube required?: yes.

Manufacturer narrative:
(B)(4). One cuffed pediatric tracheostomy tube was received for evaluation. A visual inspection was performed, and it was observed that the inflation line was separated from the flange, and the inflation line presented bonding agent. The customer reported malfunction was verified. However, the root cause is undetermined, as all process controls were found to be well implemented and effective.